Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing pain and redness at his scs thoracic incision site. The issue is being monitored by the surgeon. F/u identified the issue has not resolved; however, neither the pt's surgeon nor physician are concerned there is a problem.